Event description:
It was reported that the sagittal head came loose during a total knee procedure which made the blade nick the tibial plateau. The nick was filled in with bone cement in order to get the best fit of the implant.